Event description:
It was reported that the atrial lead had high impedance. The lead was explanted. The patient was enrolled in the system longevity study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5024 implantable pacing lead 1996-(B)(6). (B)(4).